Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal tissue using the Maxcore device. During the procedure, the outer cannula failed to release from the primed position when fired. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria.Investigation Summary: The physical device was not returned for evaluation. Three electronic photos were received and reviewed. The first photo shows a Maxcore device in its half primed position with protective tube attached to the needle. The second photo and third photo show a Maxcore device in its initial position with protective tube attached to the needle. No anomalies were noted on the devices. Therefore, the investigation is determined to be inconclusive for the reported failure as no objective evidence was provided for review of three devices. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.Section A through F: The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.